Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the monitors on the 6800 system had no image. No pt injury was reported.